Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device has been removed several years ago") and asia syndrome ("asia syndrome") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced asia syndrome (seriousness criterion medically important), fatigue ("fatigue"), musculoskeletal pain ("muscular pain and articular pain") and amnesia ("loss of memory") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for asia syndrome, fatigue, musculoskeletal pain and amnesia were unknown. The reporter considered amnesia, asia syndrome, fatigue, medical device removal and musculoskeletal pain to be related to essure administration. The reporter commented: experts consider that although device has been removed several years ago, asia syndrome could last for 15 to 20 years once the immune response of the body has been initiated by metal ions which would still be present in the body. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device has been removed several years ago") and asia syndrome ("asia syndrome") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced asia syndrome (seriousness criterion medically important), fatigue ("fatigue"), musculoskeletal pain ("muscular pain and articular pain") and amnesia ("loss of memory") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for asia syndrome, fatigue, musculoskeletal pain and amnesia were unknown. The reporter considered amnesia, asia syndrome, fatigue, medical device removal and musculoskeletal pain to be related to essure administration. The reporter commented: experts consider that although device has been removed several years ago, asia syndrome could last for 15 to 20 years once the immune response of the body has been initiated by metal ions which would still be present in the body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device has been removed several years ago") and asia syndrome ("asia syndrome") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced asia syndrome (seriousness criterion medically important), fatigue ("fatigue"), musculoskeletal pain ("muscular pain and articular pain") and amnesia ("loss of memory") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for asia syndrome, fatigue, musculoskeletal pain and amnesia were unknown. The reporter considered amnesia, asia syndrome, fatigue, medical device removal and musculoskeletal pain to be related to essure administration. The reporter commented: experts consider that although device has been removed several years ago, asia syndrome could last for 15 to 20 years once the immune response of the body has been initiated by metal ions which would still be present in the body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review we found that this case is duplicate of (B)(4). All data transfer from this case to (B)(4) case. This (B)(4) case should be deleted from bayer data base. Legacy devic e report no 2951250-2021-00970. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.